Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the insulin was shooting out. The customer's blood glucose was unknown at the time of incident. The customer's father stated that the insulin pump made a winding noise and he took it out. The customer's father stated that the issue was resolved by changing the set. The customer's father was unsure if the insulin pump was malfunctioning. The insulin pump will not be returned for analysis.